Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator is giving high o2 pressure supply alarm and oxygen not available message. The customer reported the unit was not in use on patient.